Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.00mm x 15mm, catheter was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A visual examination of the balloon identified blood inside the balloon material. A detailed microscopic examination of the balloon material identified a pinhole just distal of the distal markerband. The device was attached to an encore device and a pinhole was identified just distal of the distal markerband when attempting to inflate. Multiple kinks were identified along the hypotube shaft. No issues or damages identified on shaft polymer extrusion. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 09aug2024. It was reported that crossing difficulties were encountered. The patient was undergoing percutaneous coronary intervention. The 75% stenosed target lesion was located in the severely calcified middle right coronary artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, due to calcification, the device failed to track the lesion. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable post-procedure. However, returned device analysis revealed that balloon had a pinhole.